Event description:
Cadd plus pump displayed "99 low battery". New battery had been used. Started pump in "lli". Residual volume displayed 580. Once in start mode the pump switched to "99 low battery". Visiting nurse requested and rec'd new cadd plus which worked correctly.